Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
Lot number from 0035105680 to 0035054962.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 15mm was returned for analysis. Visual and tactile inspection shows multiple kinks were noted along the hypotube shaft and midshaft of the shaft polymer extrusion. Microscopic analysis shows an 8mm longitudinal tear along the main body of the balloon. Stretching was noted 10mm distal from the port exchange. Tip shows no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage. Updated d4: lot number from 0035105680 to 0035054962.